Event description:
Consumer called stating that the right brake on her 65350gr junior rollator allegedly no longer works. User is still utilizing the product. No injury. The date code provided (B)(4) is not valid. Notification letters being sent to all suppliers of this model medical device. The malfunction has not been confirmed.